Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that on (B)(6) 2018, the recharger was flashing on/off and device won't reset. Instructions on how to reset the device were reviewed with the patient. Later, patient reported that he reset the recharger. Patient also stated that he was seeing a calculator and charging device tipped over and battery is 3/4 shaded. Patient was getting reposition antenna screen when trying to charge. Middle of last month had a full charge. Patient was getting poor communication. Patient's stimulation stopped last friday (B)(6) out of the blue. Information regarding overdischarge was reviewed with the patient and they were redirected to the hcp. No further complications were reported/anticipated.